Event description:
It was reported to medtronic minimed that the customer experienced pump error 15, pump error 4, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed for the event. Customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours and error wasn't immediately after battery change no harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test and selftest. Unit was monitored and functioning properly. No pump error 15 alarm during testing. Pump history was downloaded successfully. Pump error 15 alarm at the pump history on the event date: 09/20/2024 23:40:07.000, 09/20/2024 23:41:30.000 inversecheck (15) file number: 38 line number: 442. Sw/hw: hw (possible hw) grouping: invalid pointer/corrupted data. Pump error 4 alarm at the pump history on the event date: 09/20/2024 23:40:07.000, mainprocessorcommunicationalarm (4). File number: 2017, 2017, 2017, 32122. Line number: 147, 147, 147, 2690. Sw/hw: hw (possible hw) grouping: twi interface on main/motor processor. Unit was cut/open and inspected and no corroded/moisture damage found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Pump error 15 confirmed and pump error 4 confirmed. Pump error 23 not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.